Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear troughs. After the first day of swelling, the patient had no issues. About 4 months after the injection, the patient developed a sore throat noted to be a cold or flu unrelated to the filler. Two days later, the patient developed tenderness and the filler felt like it had hardened. Patient woke up the next morning and the area seemed to be inflamed and the skin was tight/warm. Patient had large swelling under the eyes and was clarified as more of a swelling than an actual lump. On the next day, for the inflammatory response, the clinic protocol was to treat the patient with hylase, clarithromycin, ciprofloxacin and prednisolone. Symptoms resolved 3-4 days after the treatment and checked on twice afterwards and symptoms had completely resolved.